Event description:
Allegedly, patient started to experience pain in or around his right hip joint, along with cobalt and chromium levels that were increasing over the past few years. Continuing and increasing pain in his right hip, and elevated serum cobalt/chromium levels reported on july 22, 2019. In (B)(6) 2019, right hip revision procedure patient´s right hip was revised, resulting in removal and replacement of the previously implanted conserve-dynasty-profemur hip system metal-on-metal bearing surface with a biomet dual mobility active articulation hip system, and a microport alumina matric composite delta option head, and a delta option neck sleeve. An operative note from (B)(6) 2019, revision procedure references a finding of stained synovium and significant corrosion on the modular neck. The extracted modular neck shows significant corrosion on both the proximal and distal trunnions of that device. Due to concerns with a history of the wright medical titanium profemur modular necks corroding, and fracturing, the intra-operative medical decision was also made by surgeon to remove and replace the titanium profemur modular neck of that hip with a new, not yet corroding, titanium modular neck.